Event description:
A talent captivia stent graft system was implanted for the treatment of a thoracic aortic aneurysm in zone 3. Vessel morphology at the time of implant was reported as straight forward. There was 2-3 cm of proximal seal zone. It was reported that the patient returned for a follow-up appointments, with no known issues (asymptomatic). A recent CT scan demonstrated that there was a pseudoaneurysm or trauma to the vessel near the proximal bare spring. The cause of the pseudoaneurysm was disease progression of the thoracic or possible that the bare metal of the stent graft pressure on the thoracic aorta wall or a combination of the two. There has been no intervention performed. The physician will continue to monitor the patient. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Methods: films. Results: pseudoaneurysm, vessel perforation. Anatomy related; disease progression. Exact cause of event is unknown. Conclusion: anatomy related; disease progression. Exact cause of event is unknown.